Event description:
A (B)(6) male with severe iliac occlusive disease, severe calcification, and moderate tortuosity in both the right and left, underwent evar on (B)(6) 2013. The physician placed a flex main body and two spiral z iliac leg grafts during a spiral z study. The physician had difficulty advancing the flex main body delivery system. They also had difficulty advancing the delivery system and removing it of the right iliac leg graft. The physician performed a right and left angioplasty in the native vessel after the procedure. As of (B)(6) 2013, there is a type I endoleak. The devices remain implanted. No additional info has been provided by the reporter.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. (B)(4). Event eval: still under investigation.